Manufacturer narrative:
H3: analysis of the implantable intrathecal catheter (s/n (B)(6)) found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 15 mg/ml dilaudid at 4.103 mg/day, 550 mcg/ml fentanyl at 150.44 mcg/day, and 30 mg/ml bupivacaine at 8.206 mg/day. It was reported that the rep was in the or at the time of the call ((B)(6) 2020) for a catheter revision and would like to review catheter calculations and how to program into tablet. Caller mentioned the spinal segment has been revised before in the past. Catheter lengths and calculations were reviewed. Troubleshooting was unable to be performed because no troubleshooting needed. Additional information was received from the rep. The revision was scheduled due to the patient¿s lack of pain relief and the plan was to replace the catheter and implant new catheter tip at c7/t1, which was the original implant level that provided good pain relief prior to the patient¿s last revision. He reported that there was difficulty advancing the catheter during the last revision and it was implanted lower than the original implant. The rep does not know what level the catheter was at prior to the (B)(6) 2020 removal; however, the revision was successful and the catheter tip was implanted as expected at c7/t1. The product was returned.